Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID p1501dr implanted: (B)(6) 2007; product ID 5076-52 implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was an increase in right ventricular (rv) lead impedance and threshold. Both impedance and threshold are high. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.